Event description:
Info received indicates the beds hi/low down function ran past the lower limit switch. Patient was in the bed at the time, no reported adverse event.

Manufacturer narrative:
The facilities maintenance has not completed repairs to the bed.